Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had too light near mucosa. The event occurred during service / maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: debris inside the socket and pump unit air tubing. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty diaphragm iris unit cause failure brightness adjustment auto/manual mode functioning. The most probable cause of the complaint is cause traced to component failure, and the most probable cause of the additional finding could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.